Event description:
The pt lost too much fluid during treatment. Additional info was obtained from the home training nurse. The pt was hypotensive and was complaining of dizziness post treatment and received 400 cc. Of saline. The pt's pre and post weight indicated a weight loss of 4.1 kg. (After receiving saline). The machine showed that 2.4 kg. Was removed. There was no serious injury.